Manufacturer narrative:
Summary of eval: eval results indicate that this event is not device related, but rather is associated with the loosening of the patellar component.

Event description:
Reporter states, "patient began experiencing pain around patella 2 months ago. X-ray revealed loosened cemented patellar component. Upon revision tibial insert was exchanged as a matter of course."